Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0whpp, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-jun-2019, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that ins eroded through the skin. The medical doctor noticed a small hole exposing the ins. The physician did not know of any falls or anything else that could have caused the issues. The physician chose to remove the ins immediately to reduce the change of infection and will consider re-implant in the next 6-8 weeks. The issue was resolved at the time of this report. No further patient complications are anticipated or expected as a result of this event.